Event description:
It was initially reported that the handheld device screen had become faded and discolored. The programming system however, continued to function normally. The handheld stylus had also been broken. The physician's office was unaware of any events that occurred which could have caused the screen issues. The device has since been returned to the MFR for product analysis.